Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer medical physics ran the iabp, and managed to recreate the reported event by wiggling the curly cable connector. There was an intermittent connection that caused the iabp to display nothing on the screen and emit a high pitch audio tone. The medical physics replaced the curly cable and then performed functional and safety checks to meet factory specifications. The iabp was then released back for clinical use.

Event description:
The clinical staff were transferring a patient from the catheter lab. When arriving to the lift the intra-aortic balloon pump (iabp) powered off with a high pitch audio tone. The staff turned the iabp off, and then on. The iabp functioned normally for the rest of the transfer. There was no death, injury, or adverse event reported.